Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (velcro came off) was not investigated upon receipt. However, servicing of the electrode belt detected a reportable event. The electrode belt had bent connector pins and the trunk cable was pinched. The cause for the bent connector pins and pinched trunk cable cannot be positively determined. No adverse event resulted from the defective electrode belt connector and damaged cable. The pt received a replacement electrode belt.

Event description:
The boyfriend of a (B)(6) female pt contacted zoll customer support to report that the pt's electrode belt was missing velcro. The pt was issued a replacement electrode belt. Servicing of the electrode belt detected a reportable event. The pt's electrode belt connector and cable was damaged.